Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the IV pump was set to infuse 250ml of normal saline at 50ml/hr as primary infusion and the drip rate was observed to be faster. It was observed that around 5-30ml free flowed out from the 250ml bag. The device was checked twice, set the rate again and same thing occurred. There was no patient harm.

Manufacturer narrative:
The over infusion event was not confirmed or replicated during this investigation. Reported was an infusion of 250ml of normal saline programmed at 50ml/hr; however, review of the pump module event log shows an infusion was programmed at 9:31:15 am at the rate of 50ml/hr with a vtbi of 25ml functional testing was performed by replicating the parameters from the event log. The infusion completed in 30 minutes as expected with no free flow events observed. Rate accuracy testing performed found the pump module to be delivering fluid within specifications. The pcu and the disposable set were not returned for this investigation. No conclusion could be drawn as to why the free flow event through log review. The root cause could not be identified in this investigation.

Event description:
It was reported that the IV pump was set to infuse 250ml of normal saline at 50ml/hr as primary infusion and the drip rate was observed to be faster. It was observed that around 5-30ml free flowed out from the 250ml bag. The device was checked twice, set the rate again and same thing occurred. There was no patient harm.